Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed an active exhalation verification test step during testing. The device's three-way solenoid valve was replaced to address the issue.